Manufacturer narrative:
Citation: chen g.h., spiegel m.a., magram y.c., baig e., clement k., laufer I., gulati a. 2020. Evaluation of fixed intrathecal bupivacaine infusion doses in the oncologic population. Neuromodulation 2020; e-pub ahead of print. Doi:10.1111/ner.13161. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: a bupivacaine dosing algorithm was developed using data from 120 previous patients who underwent idds placement at (B)(6) center. The outcomes were then evaluated for 43 subsequent patients who were treated with bupivacaine idds according to our aforementioned algorithm. Reported events: 1. (Pli 10 <(>&<)> 20): two patients experienced post-dural puncture headaches that were treated and improved with epidural blood patches.